Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure ablation in 2009. The novasure disposable device was removed from the uterus and a "compromise of the cavity" was seen via hysteroscopy. During follow-up with the physician the same month, he reported "a left cornual perforation was seen" on post hysteroscopy. An abdominal hysterectomy followed, per pt's request (not as treatment for the perforation). Per pathology report, done nine days prior, a uterine perforation was seen "toward the cornual area on each side" a hysteroscopy and sounding, done with a metal sound (not a hologic device), were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.